Event description:
It was reported the lcd monitor power turned off automatically if left on for a little while. There were no reports of patient harm. The issue occurred during inspection for use.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, g3, h2, h3, h4, h6. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: g1 board malfunction and a broken bezel. Based on the results of the investigation, it is likely the following led to the malfunction: traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited g1 board malfunction and a broken bezel. There was no patient involvement.